Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose of 40 mg/dl. Customer¿s other blood glucose values were 68mg/dl, 63mg/dl, 250mg/dl, 260mg/dl and 230mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. For low blood glucose the customer treated with food and for high treated with insulin pump. Troubleshooting was done for high and low blood glucose and under and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer report customer did not allege the insulin pump was over and under delivering. The insulin pump will not be returned for analysis.